Event description:
As reported, during use in patient with this swan-ganz bipolar pacing catheter, it could not pace. The catheter was replaced with another one. There was no patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental. Report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The complaint affected unit was not evaluated since the device could not be located. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Nevertheless, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Additionally, as part of the catheter manufacturing process, units go through an electrical continuity inspection, and continuity test performed.